Event description:
The customer reported that the canopy has zipper damage on the left side panel that the teeth are broken. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper damage (teeth broken). Eval results: eval of the returned product found that on the right side window, the zipper slider body is open. There was no broken zipper teeth on any zippers. (B)(4).